Event description:
The technician alleged that the side rail is hanging off of the bed. No pt impact.

Manufacturer narrative:
The technician found the slide bracket broken and retaining screws were missing. The technician did not know the cause of the damage to the side rail. The technician replaced the side rail slide bracket and retaining screws to resolve the issue.